Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. The issues occurred in the past and no further information was available. There was no reported adverse impact to the customer¿s blood glucose level.